Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified flat creases, white particles in device inner surface and one linear opening. Leak test and microscopic analysis was performed which identified one sharp opening. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: - one sharp opening in the side posterior assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.